Manufacturer narrative:
(B)(4). (B)(4) if additional information becomes available, a follow up emdr will be resubmitted. (B)(4).

Event description:
The reporter stated via email that there was valve leakage on a pleurx pleural catheter 571 days after insertion. It was confirmed that there was patient involvement with no patient harm. Article published in chest / 144 / 5 / november.